Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. As the 3.0 x 16mm taxus liberte mr stent delivery system was being unpackaged "it was noted that the distal edge of the stent was damaged upon removing from hoop." The device did not contact the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.